Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016, 5076-52 lead, implanted (B)(6)-2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that their clinic received a remote transmission report that said "pacemaker failure" and showed abnormal electrocardiogram (ECG). The cardiac resynchronization therapy defibrillator (crt-d) device remains in use. No patient complications have been reported as a result of this event.